Event description:
Olympus was informed that during an onsite visit, the user facility staff was missing or skipping important reprocessing steps. No patient infections or injuries reported. Related patient identifiers: (B)(6).

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. Facility review summary including recommendations shared with customer and urology tm. Promoted oer-mini (tabletop endoscope reprocessor) aer (automated endoscope reprocessor) to help standardized reprocessing quality, as well as reduce the chance of human error during reprocessing. Provided copy of ontrack including all reprocessing steps and recommends customer to follow all reprocessing steps as recommended in the olympus' reprocessing manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing of the device utilizing a procedure that was different from that indicated within the instructions for use (IFU). However, based on the facts obtained from investigation and because the device was not returned, a further cause could not be identified. It was confirmed that a re-education for staff about the reprocessing of the device was completed. Olympus will continue to monitor field performance for this device.